Event description:
Revision surgery due to non-union of mcp joint. Intraoperatively it was found that the patient had poor bone quality possibly from underlying co-morbidity. Dr. Decided to go up one size longer on the lag screw.